Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a skin irritation. The patient's skin irritation consisted of a "burning" open sore on the patient's back. The patient's physician advised the patient to irrigate the burns and gave the patient a cream to use. Follow-up indicated that the skin irritation had healed.